Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a blurry image. The issue was found during an unspecified procedure. There were no reports of patient harm.